Event description:
It was reported that the compression is allowing too much patient motion, causing the patient to be re-exposed. It was determined that the compression motor needs to be replaced. Once this was completed, the system is working as intended.